Event description:
The complainant reported that a therapeutic implant of a vaxcel pasv PICC was performed on a female pt. The procedure was performed using the guidewire to gain access to the vessel, at this point the guidewire's distal tip became knotted. The PICC was successfully placed in the pt, and the physician was able to remove the guidewire by performing a cut down to remove the wire from the pt. There was no indication from the complainant of any further adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unk. The complainant reported that the device will not be returned for eval, therefore, a failure analysis is not available and we are unable to determine if the device met spec. A lot history search could not be performed, as the lot/batch number of the device was unable to be provided by the complainant facility. In addition, a review of the device history record was not performed, also due to the lot number not being provided. A ship history for this customer was performed, which found that lot numbers 1182590, 1192745 and 1193203 were the last three lots shipped to this customer in the six months, prior to the procedure date. Records for the purchased 0.018" guidewire component were also reviewed. A review of the device history record for all lots identified in the ship history was performed. The device history record review confirmed that the lots met all material, assembly and performance specifications. Because the reporting facility did not indicate the lot/batch of the affected product at issue in this complaint, a search for similar complaints of the same lot/batch number could not be performed. A review of the april 2007 complaint trend report for the vaxcel pasv PICC product family noted no current adverse trends for any reported defects relating to guidewires. In addition, the may 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data exceeded the complaint alert limit. The complaint is inconclusive as the customer did not return a product sample. Without receiving a product sample for evaluation, a definitive root cause could not be determined for this incident, and we are unable to determine the relationship between the device and the cause for this event.